Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the end user, the bus driver did not properly lower the bus and the ramp was too steep. The motorized wheelchair performed as intended during evaluation in the field. End user reported that he was not wearing the seat belt. The owner's manual warns, "always use the seat belt".

Event description:
End user alleges while exiting a public transport bus he fell out of the motorized wheelchair midway down the exit ramp. Allegedly, as a result of the incident the end user was hospitalized.